Event description:
It was reported the burr had become detached. A 1.50mm rotapro device was being used for treatment. When the physician began to use the device, it was noted that the burr had become detached. The device was replaced with another similar device, and the procedure was completed with no patient complications.

Event description:
It was reported the burr had become detached. A 1.50mm rotapro device was being used for treatment. When the physician began to use the device, it was noted that the burr had become detached. The device was replaced with another similar device, and the procedure was completed with no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the burr catheter used with the rotapro advancer. The rotapro advancer used in the procedure was not returned for analysis. The annulus, burr, coil, sheath, housing, and handshake connection were visually and microscopically examined. Inspection of the device did not identify any evidence of burr detachment as the burr was attached to the coil when received. During analysis, it was found that the handshake connection could not be retrieved from inside the burr housing. In order to inspect the handshake connection, destructive testing was performed in which the burr housing was dismantled. During inspection of the handshake connection, it was found that the coil was kinked and stretched next to the handshake connection within the sheath. Wear was also identified within the sheath.